Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into their thigh. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 the patient had unrecoverable loss of antenna. It is reported the patient inserted sensor in their thigh. There was no report of injury or medical intervention. No additional event or patient information is available.